Manufacturer narrative:
E1 - (B)(6). The device is expected to be returned for evaluation, but it has not yet been received. Additional contact information: (B)(6).

Event description:
The event involved a tego¿ connector where the customer reported premature tearing of the outer membrane, flow restrictions triggering pressure alarms, and collapsed septum. The customer stated that problems are most commonly occurring mid-cycle (during 2nd weekly treatment), and requiring immediate tego replacement before the 7-day life cycle is complete. The tego was replaced without further incident. There was patient involvement but harm was not reported as a consequence of this event.

Manufacturer narrative:
One (1) used list# d1000, tego¿ connector, appx 0.05 ml, was returned for evaluation. As received, an unknown solution residual and a small tear on both side of the post seal and no occlusion on fluid path was confirmed either, no mating device was returned for evaluation. Complaint can be confirmed. The probable cause of premature tearing of the outer membrane is due to variation on tego seal material which has a direct impact on functional performance of the tego connector with an additional contributing factor regarding uneven adhesive application. A DHR lot #14115072 review was performed and no relevant discrepancy, anomalies or nonconformance were identified that might lead the condition reported by customer. Corrective actions are in process. D9 device returned to manufacturer on: 4/11/2025.